Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient did not receive effective therapy from their scs lead due to the device being implanted at the wrong location, causing pain rather than relieving pain. In turn, the patient underwent surgical intervention on an unknown date (estimated (B)(6) 2012) wherein the device was explanted.